Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 166 mmol/l with a data flag. The repeat result was 94 mmol/l with a data flag. On (B)(6) 2024 the sample was sent to another laboratory for confirmation and the result from a competitor method was 139 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number was n9163. The expiration date was not provided. The electrode was installed on the instrument on 03-dec-2023. The competitor method was architect. No issues were identified during a review of the alarm trace data. The field service representative (fsr) found the rinse tubing was split and cracked. The fsr replaced the rinse tubing set. The rinse mechanism was checked and was operating correctly. The service actions resolved the issue.